Manufacturer narrative:
The product was returned for analysis. This report will be updated upon the completion of analysis. Upon receipt at our post market quality assurance laboratory, an evaluation of this lead was performed. Complete lead was returned intact and not severed. Visual inspection revealed a puncture hole in the insulation approximately 790 millimeters (mm) from terminal pin in the tip region of the lead consistent with a backloaded guidewire escaping the lumen. Continuity testing passed indicating conductors were intact. Hipot test passed indicating no electrical shorts between conductors. A stylet insertion test passed without issue indicating no blockage in the lumen. A pressure test failed due to cut in outer insulation. Visual inspection revealed no abnormalities other than induced damage from a puncture in insulation. Laboratory analysis confirmed the reported allegation.

Event description:
It was reported that this lv lead was unsuccessfully implanted due to lead insulation damage. The damage was sustained when the technician was backloading the lead into a guidewire. The wire poked through the lead lumen and externalized near the spiral fixation. The lead was never in service. No adverse patient effects were reported.

Manufacturer narrative:
The product was returned for analysis. This report will be updated upon the completion of analysis.

Event description:
It was reported that this lv lead was unsuccessfully implanted due to lead insulation damage. The damage was sustained when the technician was backloading the lead into a guidewire. The wire poked through the lead lumen and externalized near the spiral fixation. The lead was never in service. No adverse patient effects were reported.